Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the lead could not be fixed. The lead was replaced. The patient was stable.